Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization. The groin access site tissue tract was very deep. Reportedly, the proglide device made a "click noise" when it was inserted and the plunger pushed back by 5mm out of the device. The device was removed as there was concern whether it would deploy correctly. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in- training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Although the reported device popped back when deployed, could not be replicated in a testing environment, the returned device condition confirmed the reported event. The reported experience and treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following additional information was received: reportedly, the noise that was heard was the normal click heard when the plunger is deployed. The plunger would not stay in the deployed position but popped back out 5 mm after it was deployed. The device was manipulated post procedure. No additional information was provided.